Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there was reported the crack at the end of the catheter near the valve. Patient status/ intervention: remove the catheter.

Event description:
It was reported that there was reported the crack at the end of the catheter near the valve. Patient status/ intervention: remove the catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed. One 4 fr groshong clearvue catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The sample was flushed with a 12 ml syringe of water and a leak was found between the 38 cm and 39 cm depth markers. The catheter was found to be occluded distal to this leak. A microscopic observation revealed a split in the catheter at the leak site. The edges of this split were observed to be rough and mostly straight, and the fracture surfaces were observed to be smooth and slightly uneven with a granular surface texture. Some tensile weakness was observed in the catheter tubing at the location of the split. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures.